Event description:
I am starting to monitor my blood glucose and my wife let me use her extra accu-check nano meter (she bought another one because she couldn't figure out how to set the date). She has checked me previously to this year and my values were ok. However, this year we noticed my values going up. I experienced several on her device and wasting test strips (expensive) so I decided to get my own meter. I discovered the ihealth bg5 bluetooth meter and app and decided to give it a try (I like high tech things). I also decided to compare readings to the accu-check nano meter. I found large difference between the meter readings of each brand. Shouldn't these meters be fairly close as blood glucose is an important measurement and may require me to take medications.